Manufacturer narrative:
The insulin pump had a partial display due to a cracked zebra connector. The functional tests could not be completed due to the display anomaly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer had a scratch on the screen of the insulin pump. The customer's blood glucose level was 220 mg/dl. The customer was treated with the insulin pump. The customer stated that she dropped the insulin pump a couple of nights ago. The customer was asked if she can read the insulin pump screen and if the insulin pump is functioning as designed. The customer stated that she was not able to read one of the lines. The patient was advised to discontinue the use of the insulin pump and revert to back up plan. The customer was advised the we will replaced the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.